Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to a short in the cable connecting ECG "c" and ECG "d" the root cause for the short was an excessive force. There were no adverse events associated with the damaged electrode belt.